Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that leakage was found between the red and blue fast click connectors while using in the patient. There was no reported injury.

Manufacturer narrative:
(B)(4). No sample was returned for analysis. Customer complaint is confirmed, the unit had a leak on ats connector. However, it can't be observe the exactly place where the leak cam from. Product sample is necessary to perform a proper investigation. Nevertheless, a CAPA 252 was opened in order to address "trend in complaints due to pleur evac leaking"

Event description:
It was reported that leakage was found between the red and blue fast click connector while using in patient. There was no reported injury.